Event description:
Md found a faulty guidewire in a central line kit. Wire was bent at a 90 degree angle approximately an inch from the tip. Md had to request another kit to pull a second guidewire. Per nursing - wire was found like this when md opened the kit - it did not touch the patient, no harm to the patient or staff.